Event description:
It was reported that the ilet pump generated alert 38 indicating a motor stall, after which the patient disconnected, removed supplies from the pump, restarted it, and successfully completed a dry run to (B)(4) units with no further alarms, followed by a guided full supply change using a cd infusion set. Symptoms included no reported adverse clinical effects. Outcomes included restoration of pump function without need for medical intervention or hospitalization. Investigation included technical troubleshooting by telephone and user education on supply change and restart procedures. Investigation of this case revealed a consecutive stalled motor alarm consistent with a transient motor stall that resolved after restart and supply replacement, with no defective lot information available and no recurrence during the dry run. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable operational disruption without evidence of device malfunction after restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.